Event description:
It was reported that a patient smelled the odor of a burning wire emanating from a homechoice device. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing but failed the functional testing during power up verification. An external/internal inspection identified an overheated j1/p1 connection on the accomp printed circuit board. A short simulated therapy was successfully performed after installing a test accomp printed circuit board and power cable. The reported condition was verified. The cause of the reported problem was determined to be the overheated j1/p1 connection on the accomp printed circuit board. The accomp printed circuit board was replaced and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.